Event description:
It was reported that high capture threshold was noted. Fluoroscopy found the lead had moved slightly forward from its original position. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.